Event description:
It was reported to covidien that the display led was flickering. Upon inspection the display was found to be missing segments. No pt harm was reported.

Manufacturer narrative:
Verified issue with unit having missing segments. Isolated the issue to the ui pcb. Replaced ui pcb. (B)(4).